Event description:
During an intervention procedure to a heavily calcified mid lad, the cypher stent was implanted without difficulty at twelve atms of pressure. During removal of the device after use, the physician felt resistance and the sds could not be removed. Therefore, he pulled the sds out forcibly, but the shaft of the sds became elongated and broken. The broken part of the shaft remained in the vessel, but the majority of the shaft was inside of the guiding catheter. Therefore, the broken shaft was retrieved from the pt without problem. There were no adverse effects to the pt from the withdrawal difficulty/shaft breakage. A femoral approach was used for this procedure, and pre-dilation was conducted with two different balloons due to the heavy calcification. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems.